Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test and displacement test. No change now alarms noted. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within a couple hours of inserting it. Customer was assisted with troubleshooting. The customer was advised to clear pump power loss alarm. The customer called back within a week of trouble shooting replace battery alarm. The customer pump will be replaced.